Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue. Called customer requesting information (B)(6) 2020. No patient information provided to date. UDI# (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.